Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in his daughter's home and unconscious with his mother present at the time of passing. Ems was reportedly called and initiated CPR without success. Prior to passing, the patient received a total of 8 treatments on the day of passing. At 12:42:31 pm, an arrhythmia was detected. The patient's ECG shows ventricular tachycardia (vt) at 140 bpm with response button use. The detection stopped at 12:43:18pm while the patient's rhythm was vt at 240 bpm due to noise on the ecgs. At 12:43:45, an arrhythmia was detected with response button use. The patient's ECG shows ventricular fibrillation (vf). The patient was not treated during this time due to the response button usage. A non-treatable rhythm was declared at 12:45:58, due to a varying rate of the vf. At 12:46:08 pm, an arrhythmia was detected with response button use. The ECG shows that the patient was in vf. The patient was not treated due to the response button use. At 12:47:03, a non-treatable rhythm was declared. The patient's rhythm was vf with a varying rate, causing the lifevest to fall out of detection. At 12:47:16 pm, an arrhythmia with response button use was detected. The patient's rhythm was vf. At 12:48:35 pm, gel was released. At 12:48:47 pm, the patient received the first treatment during vf. The post-shock rhythm was sinus bradycardia at 27 bpm. The first shock was delayed for over 6 minutes due to the response button usage. It is unknown who was pressing the response button as it was reported that the patient was unconscious. At 12:56:40 pm, an arrhythmia with response button use was detected. The patient's rhythm was vf. At 12:57:43 pm, the patient received the second treatment during vf. The post-shock rhythm was severe bradycardia that degenerated to vf after 8 seconds. The response buttons were pressed from 12:57:54 pm and 12:58:23 pm. At 12:59:08 pm, the patient received the third treatment was delivered while the patient was in vf. The post-shock rhythm was asystole. At 1:00:21 pm the patient received the fourth treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was an idioventricular rhythm at 45 bpm that degenerated to vf. At 1:00:55 pm, the patient received the fifth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was also vf. At 1:01:32 pm, the patient received the sixth treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was an idioventricular rhythm at 45 bpm that degenerated to vf. At 1:02:02 pm, the patient received the seventh treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. At 1:02:33 pm, the patient received the eighth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was asystole with CPR artifact. A non-treatable rhythm was declared at 1:03:07 pm. The patient remained in asystole until the electrode belt was disconnected at 1:32:19 pm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The equipment was returned and was found to be fully functional. There is no indication of any device malfunction that caused or contributed to the patient's death.